Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s mother, on (B)(6) 2025, the patient did not experience any symptoms when the continuous glucose monitor (cgm) device showed a sensor error. When the cgm readings returned, the cgm reading was 400 mg/dl which was noticed by the program coordinator who was with the patient during this time. The program coordinator took a fingerstick and the blood glucose reading was 360 mg/dl. The program coordinator called the emergencies, and the patient was brought to the hospital. At the hospital the patient was treated with intravenous fluids to rehydrate and lower the blood glucose level. The patient was discharged after spending 5 hours at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.